Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the battery was depleting quickly and the pump subsequently shut off. The customer's blood glucose level was approximately 201 mg/dl. Reportedly, the customer had manual injections available as alternate insulin therapy.

Manufacturer narrative:
The failure investigation has been completed and the alleged issue could not be verified due to another issue that was identified (recessed usb pins).